Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display did not work, and instead of numbers there were stripes in the display. Upon investigation, the humapen memoir was found to have missing segments in the dose number display. The humapen memoir was associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display did not work, and instead of numbers there were stripes in the display. Upon investigation, the humapen memoir was found to have missing segments in the dose number display. The humapen memoir was associated with product complaint (B)(4) / lot 0910c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011 update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and manufactured date; updated the EU/ca and medwatch fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a user reported their humapen memoir device does not work, instead of numbers there are stripes on the display. Investigation of the returned device (batch 0910c02, manufactured october 2009) found missing dose segments in the display due to an open solder joint in the microprocessor. A batch record review was completed and no issues were identified that would be related to missing segments. A house sample review of batch 0910c02 was also completed and did not reveal any missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action an investigation into the root cause of the open solder joint has been initiated to identify potential corrective actions. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.